Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed use residue on the sample in the returned photograph. A large longitudinal split was observed in the catheter tubing; however, no details of the split could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer PICC needs to be over the wired and replaced due to leaking at about 2-3cm mark. PICC placed 5/11 was replaced (B)(6) 2024. Additional information received 5/22/2024: it was reported over the wire replacement was of a different lot number. No patient harm noted. Patient had PICC dc'd after port-a-cath was placed for outpatient therapy. No other information was provided.

Event description:
It was reported by the customer PICC needs to be over the wired and replaced due to leaking at about 2-3cm mark. PICC placed 5/11 was replaced (B)(6) 2024. Additional information received (B)(6) 2024: it was reported over the wire replacement was of a different lot number. No patient harm noted. Patient had PICC dc'd after port-a-cath was placed for outpatient therapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.